Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: - increased number of deposits of tissue on the electrode. - increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) - increased contact resistances due to defective contacts. - the instrument is located in a gas bladder during activation. - the measuring method of the esg-400 might have an impact on the conductivity. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a therapeutic procedure. The procedure was completed using a similar device.

Event description:
The customer reported to olympus, the hf unit "esg-400" alarmed error e006. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the device works normally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.